Event description:
The customer reported the system failed to boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on-site investigation. No conclusion can be drawn. No other information has been made available.